Event description:
Customer called stating that their meter is not giving correct readings. Customer states that their meter reported a reading of 65 mg/dl, and two minutes later reported a result of 145 mg/dl. Customer could not test meter because customer did not have check strip or control solution. Customer invited to call back when customer receives the testing supplies.